Event description:
Pt had cardiac catheterization ptca of distal circumflex and had a hypotensive event when balloon catheter was attempted to be inflated for a second time and ruptured leading to ventricular fibrillation and arrest. Pt was successfully resuscitated.